Manufacturer narrative:
A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number:00875304601 lot number:64326501 brand name: trilogy shell; catalog number:00875100728 lot number: 64165957 brand name: acetabular liner; catalog number: 21-103202 lot number: 6252580 brand name: taperloc femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02164. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that a patient had an initial hip surgery. Approximately 2 weeks post implantation, the patient began experiencing drainage from the wound. An irrigation and debridement procedure was performed. A few days later, the patient dislocated the hip and was revised. The assumption of a deep infection was reported. The liner was revised, which was visibly delaminating. Attempts have been made, and no further information has been provided.